Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on 04/23/2009 that a customer had an issue with a dialysis catheter. Customer states they noted a chip off of the venous port of the catheter location at the very end of the hard plastic. Catheter was pulled and replaced.